Event description:
Healthcare professional reported right side "irregular borders and folding", "cysts", "signals of rupture", "lymph nodes augmented "and "peri-implant liquid" confirmed via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, and swollen lymph nodes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "irregular borders and folding", "bilateral cysts", "signals of rupture", "lymph nodes augmented "and "peri-implant liquid".

Event description:
Healthcare professional reported right side "irregular borders and folding", "cysts", "signals of rupture", "lymph nodes augmented "and "peri-implant liquid" confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Clarification d.9: date of receipt is for device photos only. Device was not received. Photo analysis results: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Creases/folding of implant-breast: not observed. Cyst(s)-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: d.9, h.6.